Event description:
The customer reported that during a patient incident, the device had locked up. When the failure occurred, the patient was successfully being monitored with ECG, spo2, and etco2 functions and the nibp functionality stopped functioning. Once the nibp stopped functioning, the entire device appeared to have locked up. The ems crew continued care using manual instruments. After the failure occurred, the device was power cycled and appeared to have started working again. The device then was showing inconsistent defibrillation energy level settings on the screen when the user was attempting to perform synchronized cardioversion on the patient. The device user was eventually able to deliver one synchronized shock at 200 joules successfully. The patient did not suffer any adverse effect as a result of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.